Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure; the customer experienced a universal surgical manipulator (usm3) error 319 and attempted a power cycle with no change. The customer then disabled the affected usm3 and proceeded to operate the system as a three-arm system configuration. Technical support engineer (tse) system logs which revealed the 319 error. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 319 points to node 180 is not present at startup, node name: axes controller, carriage (acc) in armnet3 usm/ axes controller, spar (acs) in armnet3 usm. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.